Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 11/27/2023, it was reported that the patient experienced confusion, diaphoresis, and lost consciousness at some point. While in a state of confusion, the patient took 1 gm otc glucose tablet and insulin. She called an ambulance, and the emt took her to the ER on the same day. Upon follow up with the patient, the patient could no longer remember the cgm or bg readings due to confusion at the time of the event. Per documentation, the patient could not answer anymore questions. While in the hospital, the patient was treated further with carbohydrates and underwent multiple blood sticks, ECG, chest x-ray, and baseline blood work. At an unspecified moment during the episode, the bg was documented at 95 mg/dl and the cgm egv 168 mg/dl. There was no documentation of further medical evaluation or intervention. The patient was discharged the same day. At the time of the report, the patient was feeling better at home. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.